Event description:
Country of complaint: (B)(6). Needle detachment when opening blister pack.

Manufacturer narrative:
Reported device not marketed in u.s.; however, similar device is. U.s. Agent notified on : (B)(4) 2013. Manufacturing site evaluation: samples rec'd: (B)(4) unopened and (B)(4) open units. Reviewed the batch manufacturing record, this product had a normal process and results during the process. There are no previous complaints of this code/batch. There are no units in OEM stock. We have rec'd (B)(4) closed samples and (B)(4) open samples (one of them had the thread detached from the needle and thread was still wound on the pack). We have tested the needle attachment of the samples rec'd and the results do not fulfil the requirements of the OEM. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: we have opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).